Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that she had to change her battery about 15-20 times since last friday. The customer stated that the pump only turned off once because she ran out of batteries. The customer stated that the pump is still draining out the battery. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack powered up properly. The problem isolated to electronic assy. Unable to verify unexpected low battery alarms or battery out limit due to blank display. No cosmetic damage noted.